Manufacturer narrative:
Additional information provided in h.6. And h.11. A sample was not received at investigation site for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer via government agency reported that a phacoemulsification needle (phaco tip) was loose during cataract surgery without intra ocular lens implant. The next day post removing the gauze after surgery the patient was found with severe corneal edema and visual acuity was decreased. The patient was treated with high glucose point surgery and administered with tobramycin dexamethasone eye drops, levofloxacin eye drops, flurbiprofen eye drops and tobramycin dexamethasone eye ointment for anti-inflammatory treatment. Patient was asked to stay in hospital for observation. This report pertains to phacoemulsification tip involved in this event.